Event description:
Pt was undergoing angioplasty of the left descending coronary artery utilizing a braun inflation device and johnson & johnson palmaz-schatz balloon expandable stent with delivery system. Shortly after inflation of the balloon on which the stent was mounted, the balloon ruptured. The pt arrested and emergent open heart surgery, single bypass of the left descending coronary artery was performed. An air embolus is believed to have caused the cardiac arrest.